Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has moved and a surgical intervention was done. This device remains in service. No additional adverse patient effects were reported.